Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000 implantable port allegedly experienced material split, cut or torn. The information was received from a single source. One patient was involved with no reported patient injury. The patient is 12 years old; however, gender and weight are not provided.